Manufacturer narrative:
(B)(4). Although the clip that experienced single leaflet device attachment could not be identified, the full unique device identifier, expiration and manufacture dates of each of the 3 implanted clips are: UDI: (B)(4). Expiration date: 12/31/2016. Device manufacture date: 12/2015. UDI: (B)(4). Expiration date: 06/27/2017. Device manufacture date: 06/2016. UDI: (B)(4). Expiration date: 06/27/2017. Device manufacture date: 06/2016. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which affected the anterior leaflet insertion into the clip, contributing to the slda; however, this cannot be confirmed. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage appear to be a result of case specific circumstances due to the clip detaching from the anterior leaflet. The reported hospitalization, surgical procedure, and treatment with medications were a result of case specific circumstances, as the patient was re-admitted to the hospital, given medication to reduce pre-load, and then underwent a mitral valve replacement surgery; the patient remained ventilated and in the intensive care unit for recovery. It should be noted the reported patient effects of worsening mr and mitral valve injury (tissue damage), are listed in the mitraclip system instructions for use: as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that the deployed clip detached from one leaflet and remained attached to the other leaflet and mr remained at 4. Tissue damage occurred, medication and surgical intervention was required. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat functional mitral regurgitation (mr) with an mr grade of 4. Three clips were implanted (51208u151), (60627u158) and (60627u159) reducing the mr to 1. On (B)(6) 2016 an echocardiogram was performed, which found that one clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. (It is unknown which clip had the slda, 51208u151, 60627u158 or 60627u159). Tissue damage occurred due to the slda. The patient was given medication to decrease preload. On (B)(6) 2016, surgical mitral valve replacement was performed. The patient is clinically stable but is still in intensive care and ventilated. No additional information was provided.